Event description:
Healthcare professional reported "rupture/deflation found during the explant surgery". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (rupture noted during explant surgery).

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV.